Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient said they received a letter from manufacturer stating that the MRI guidelines have been updated. Patient said they had their system removed a little over a year ago at hospital because it wasn't working for them. Patient mentioned they have a very bad back and had two different back doctors told them that if the device wasn't helping , they should have it removed. Patient service specialist asked, patient said the device helped some at first, but then it got worse and wasn't really working for the patient since then. When asked, no date or timeframe was provided. Patient added that when they first got the device, it took 4 different people before they could get it working right because it was not programmed right, and then finally someone got it programmed right. Reviewed purpose of letter. Patient asked if there was a way to determine if something was left in the patient's body, and patient service specialist redirected patient to healthcare provider to determine. Patient stated they don't want to go back to hcp because they said the patient didn't have good service at that particular doctor's office, and that the healthcare provider would spend less than 3 minutes with them and then would leave. When they took the device out, patient said had 2 large incisions and said it took forever to heal, and said they think they have pictures of how terrible it looked. Patient said went to a different hcp and received some type of light therapy at the incision sites. Patient said that area where device was now hurts. Redirected to a hcp for medical assessment.